Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the lead was unable to advance down to the heart. The lead somehow managed to push the sheath out of the vessel. Another lead was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 65.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.